Manufacturer narrative:
It was reported to abbott a patient¿s ipg voltage was 2.73v on (B)(6) 2024 and several days later it had reached end of life. The rep reported the elective replacement message was issued. A few days later the patient experienced a loss of therapy. When the rep tried to connect to the ipg with their clinician programmer it attempted an ipg repair but failed. Surgery took place where the ipg was replaced. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. In an update posted 25 july 2024 the rep reported they believed as soon as the eri message came up, the hospital was notified, only a few days after this, the patient lost all therapy. When the rep tried to connect to the battery after replacement (seeing it was still alive), the error message ¿ipg repair attempted¿ was shown, followed by ¿ipg is resetting¿.

Manufacturer narrative:
Device analysis confirms that the actual eri to eol window matched the expected calculated window, indicating the ipg functioned with normal characteristics. Based on analysis this device is no a part of the late elective replacement indicator message advisory notice. Corrected data: h9- fsca number removed. H7- selections removed.

Event description:
Device analysis confirms that the actual eri to eol window matched the expected calculated window, indicating the ipg functioned with normal characteristics. Based on analysis this device is no a part of the late elective replacement indicator message advisory notice

Manufacturer narrative:
It was reported to abbott a patient¿s ipg voltage was 2.73v on (B)(6) 2024 and several days later it had reached end of life. The rep reported the elective replacement message was issued. A few days later the patient experienced a loss of therapy. When the rep tried to connect to the ipg with their clinician programmer it attempted an ipg repair but failed. Surgery took place where the ipg was replaced. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of implant is unknown. Initial reporter phone number: (B)(6). During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. The device is included in the neuromodulation implantable pulse generator (ipg) late elective replacement indicator message advisory notice issued by abbott on 3 may 2024.

Event description:
It was reported, the patient lost therapy due to device reaching end of service (eos) from elective replacement indicator (eri) sooner than expected and replacement surgery was required to restore therapy.